Event description:
It was reported that the customer was hospitalized with ketoacidosis. It was stated that when the doctor removed the infusion set from the patient they found a big air bubble in the reservoir and also lots of bubbles in the tubing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.